Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 355029, lot# n070932, implanted: (B)(6) 2006, product type: accessory. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3587a, lot# lc4496, implanted: (B)(6) 2005, product type: lead. Product ID: 3587a, lot# la6456, implanted: (B)(6) 2002, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient felt the implant was warm. Additional information requested but had not been received as of the date of this report.